Event description:
Reportedly on (B)(6) 2019, when interrogation the subject device in the box, an abnormal battery consumption was noticed with a battery voltage at 3.19v.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190820 - file-2019-02416 - analysis_and_closure_report_resp-2019-01114.pdf].

Event description:
Reportedly on 03 jul 2019, when interrogation the subject device in the box, an abnormal battery consumption was noticed with a battery voltage at 3.19v.